Manufacturer narrative:
Results: a pipe cleaner was inserted into the vacuum inlet and blood was observed inside the penumbra system pump max 110v (pump max). Conclusions: evaluation of the returned pump max revealed that the pump had blood inside. This type of damage typically occurs due to improper handling during use. If the aspiration tubing is connected directly to the vacuum inlet rather than the canister supplied by penumbra, blood will likely enter the pump assembly. The blood inside the pump max likely contributed to the pump not producing aspiration. The tubing referred to in the complaint was not returned for evaluation. Penumbra pumps are 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system pump max 110v (pump max). During the procedure, the physician connected the aspiration tubing to a pump max and switched the pump max on; however, no aspiration was created. Therefore, the pump max was disconnected and the procedure was completed using a new pump max. There was no report of an adverse effect to the patient.